Event description:
It was reported that during a cholecystectomy procedure, the clip was clogging. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Dropping/ejected clips. Eval summary: the analysis results found that the er420 instrument was returned in good visual condition. The instrument was cycled, fed, the device ejected 14 clips. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the mfg process.